Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 305 mg/dl with ketones. On (B)(6) 2025, the customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day, 09/26/2025. Reportedly, the customer changed pump supplies and resumed insulin to resolve the issues.